Event description:
Spontaneous communication from (B)(6), registered pharmacist at (B)(6) hospital, advising patient was admitted temporarily due to bleeding from hickman catheter site. Vitals have been stable and infusion was temporarily stopped but resuming at previous rate after performing site change. Unknown if md aware. Date of admittance/ discharge or length of hospitalization is unknown. No further info/details or dates available. Reported to (B)(6) by: health professional.